Event description:
It was reported that during a da vinci-assisted lower anterior resections surgical procedure, a customer called in to report that the system was indicating that there was on overheat condition and that it might power off for safety. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs that are showing errors 92, pointing to a core over temperature condition, and error 833, pointing to a temperature warning on the video processor (vp). The tse guided nurse to check if there was dust on the video processor (vp), endoscopic controller (ec) and core air filters which was the case. The tse guided nurse to remove the sub-component bezels and clean the air filters outside the operating room (or). After reseating the cleaned air filters and repositioning the bezels, error and warning cleared. Nevertheless, surgeon was not willing to proceed with the system and decided to convert to open surgery. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the conversion was solely due to surgeon¿s decision.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site, was not able to confirm overheating issue but replaced the air filter due to wear and tear. The system was tested and verified as ready for use. The affected part air filter involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was not confirmed based on the field evaluation. .